Event description:
It was reported that the patient passed away on (B)(6) 2022. The pump was operating as intended at the time of death but had previous concerns of thrombus. The device would be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b5: the suspected thrombus is captured under MFR # 2916596-2022-10873. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that the patient passed away on (B)(6) 2022 due to septic shock of an unknown origin, presumed pneumonia, and multi-system organ failure. The pump was operating as intended at the time of death but had previous concerns of thrombus due to elevated powers/flow on (B)(6) 2021.the device would be returned.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through the evaluation of (B)(6). Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 16.5¿ from the pump housing and the remaining distal portion of the driveline was returned measuring approximately 22¿. Native tissue was returned adhered to both the sealed inflow conduit and outflow conduit. Upon removal of the tissue, the sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured around the outflow graft nut. Evaluation of the blood-contacting surfaces of the inflow knitted graft, outflow graft attachment, outflow graft, and rotor revealed coagulated, post-explant blood that appeared to have formed acutely. The coagulated blood lacked areas of lamination or denaturation, indicating that it was not present during support. Examination of the remaining blood-contacting surfaces did not reveal any evidence of developed depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16may2017. The heartmate ii left ventricular assist system (lvas) instruction for use (IFU), rev. C. Is currently available. Section 1 of this IFU lists device thrombosis, sepsis, multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Care instructions in reference to preventing infection are outlined in various sections of this document, including the section entitled "patient care and management - controlling infection." The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook contains information on preventing infection. No further information was provided. The manufacturer is closing the file on this event.